Event description:
It was reported that patient was found down and brought in. Patient¿s family called around 11pm on (B)(6) 2024. The patient was still unconscious and hemodynamically unstable at time of the call. Left ventricular assist device (lvad) was alarming low flow. The patient was put on epinephrine intravenous (IV), and flows got above 2.5 lpm. Tests were being done. The patient experienced anoxic brain injury and passed away on (B)(6) 2024. The cause of death was unknown. The death was not considered device related. The device operated as expected. Log file review showed intermittent momentary low flow estimate on (B)(6) 2024 starting at 11:02. The low flow alarms became more persistent starting at 12:49. The log also capture multiple patient speed changes at 13:09 from 5200rpm, 4800rpm, 4900rpm, 5200rpm, 3900rpm back to 5200rpm. These set speed changes caused low speed advisory alarms. Moreover, the log noted backup battery not installed alarms at 13:08 and continued until end of the log. Otherwise, there were no other notable alarm conditions or parameter changes prior to 11:02. The events on 24may2024 were overwritten by the multiple events and alarms on 25may2024. There was 1 low flow recorded at 23:34 on 24may2024 where the flow 1.3lpm and pulsatility index (pi) was at 8.3. Flow was ranging from 1.3 to 4.7 lpm and pi was ranging from 2.9 to 8.3 on (B)(6) 2024 from 0:34 to 23:34. The alarms mentioned persisted with when the patient was hospitalized, admission around morning on (B)(6) 2024. Related death (pump) was previously reported under manufacturer report number 2916596-2024-03335.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for evaluation, and no issues regarding the controller were reported nor observed. A review of the submitted log files revealed backup battery not installed alarms beginning on (B)(6) 2024 13:08:29 and lasting until the end of the captured data. Based on the information provided, the patient was admitted on (B)(6) 2024 and expired on (B)(6) 2024. The backup battery not installed alarms appear consistent with the removal of support following the patient¿s expiration. No other controller related alarms or events were captured. Device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and patient handbook address how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (revision a) section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.